Manufacturer narrative:
Pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no failed battery test, low battery alert, unexpected battery out limit alarm and off no power anomaly noted. Pump received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had battery issues. The customer¿s blood glucose level was unknown. The device had alarmed a battery out limit and failed battery test during the normal use. Troubleshooting was performed for the battery out limit alarm. There was no clear indication that the failed battery test alarm was resolved. The customer was advised that they will send a replacement battery cap and was advised to monitor pump. The insulin pump will be returned for analysis.